Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 01/09/2020. Corrected data: d4. Lot. Additional information was requested and the following was obtained: is the lot or batch number available? The lot number of the device is t92p4p expired date 28 february 2022. What were the indications for surgery? Tumor. What surgical procedure was performed? Left colectomy by laparoscopy. Did the patient receive any preoperative chemotherapy or radiation? No. What two anatomic structures were being anastomosed? Rectum and left colon. Were there any difficulties attaching the anvil? No. Was the device difficult to close? No. What healthcare professional fired the device and what is his/her experience with the device? It is the surgeon who is used to use the curved and straight intraluminal staplers (ils) (since 10 years). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Usually the surgeon tightened to the max. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. Was the device blocked after the firing sequence was completed? If no, please confirm when the device blocked. No. The firing sequence went without incident however when the surgeon trying to remove the device, it was impossible to remove it because the device had not cut properly. The head of the anvil was blocked, the cut at the level of the colon was incomplete. The device was blocked inside the donuts. What confirmation was received that the device completed the firing sequence? The green checkmark was visible. Was the green checkmark visible at the end of the firing? Yes. Was the adjusting knob able to be opened two full 360 degree revolutions? Unk. What specific troubleshooting steps were taken to attempt to remove the device? The surgeon has cut around the device and the tissue to release the device. A new device from the same lot has been used to perform another anastomosis without any issue. No stomy necessary. Were there any issues noted with staple formation? If so, please describe the shape and location. Unk, the staple line has not been inspected because all the stapling part has been removed with the device. After removal, was a complete transection of the white breakaway washer visually confirmed? Unk, the white breakaway washer has not been inspected because the device has been release by cutting. Were the donuts inspected? If so, please describe. Unk, the donuts has not been inspected because the device has been release by cutting. What is the current status of the patient? One week after the procedure, the patient was fine. Can you please confirm that the device was discarded? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 11/11/2019. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot or batch number available? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What two anatomic structures were being anastomosed? Were there any difficulties attaching the anvil? Was the device difficult to close? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? Was the device blocked after the firing sequence was completed? If no, please confirm when the device blocked. What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? Was the adjusting knob able to be opened two full 360 degree revolutions? What specific troubleshooting steps were taken to attempt to remove the device? Were there any issues noted with staple formation? If so, please describe the shape and location. After removal, was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. What is the current status of the patient? Can you please confirm that the device was discarded? If so, why?

Event description:
It was reported that during an unknown procedure, when performing anastomosis, the device got blocked in closed position. A laparotomy has been performed to cut above the device and release it. Extended procedure time and the anastomosis is higher than expected.